Event description:
It is reported that initial knee replacement surgery was performed in 2005, and that the patient was revised in 2008, due to loosening of the tibial component and pain expressed by the patient. When revision was performed, premature were on the poly was found and there was osteolysis under the medial side of the tibial component and the lateral side of the femoral component. Numerous cultures were taken. The surgeon created an antibiotic spacer made from bone cement and inserted into the joint space. The surgeon is waiting on culture results after 5 days in the lab to find out if the patient is infected to explain the early poly wear and osteolysis.

Manufacturer narrative:
Evaluation summary - no product was returned for review. Also, x-rays were not returned as well. The cause of the tibial component loosening and wear of the articular surface cannot be definitely determined due to insufficient information. No product was returned. Review of the device history records for item number did not find any deviations or anomalies. Review of the device history records was also no possible for the unknown articular surface as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.